Event description:
Medtronic received information that during use of this custom tubing pack a leak was detected on the cardioplegia line at the 19, 20 d connection. The leak originated from the built. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Additional information: around 20 ml of blood was lost due to the leak. No blood transfusion was required. There was no visible air in the system/tubing. Previous occurrences were mentioned by the sales rep, all reported by mpxr. See (B)(4). Note from the sales rep: for your information we have find a solution with kerkrade engineers and the drawing will be modified to avoid this kind if issue.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. During the cleaning process there was a leak observed from the stopcock connection. The connection is bonded. Reason for return was confirmed. Conclusion: the complaint can be confirmed a leak was observed from the stopcock connection. Performed device history check on 06 november 2020, no anomalies detected. Product analysis for this event confirmed the event; between the 3/16¿ cb male luer connector and the one way stopcock was leaking. There is a potential of incorrect assembly during the production, this connection is simple and made by screwing the 2 parts. Another potential is the connector and/or the stopcock had some defects. During analysis it was not possible to separate the stopcock from the luer fitting by hand, so a hemostat was used. This could explain why the technician thought the connection was bonded. The components broke off, therefore a further analysis was not possible. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.